Event description:
Related manufacturer reference number:2017865-2022-01861, related manufacturer reference number:2017865-2022-01862. It was reported that the patient presented for a scheduled procedure. During the procedure it was discovered that the right atrial, the right ventricular, and the left ventricular leads all exhibited high capture thresholds. The generator was changed for normal battery depletion and all the leads functioned normally. No further intervention was performed. The patient was in stable condition.